Manufacturer narrative:
Findings: pump was returned for power error (alarm 25). Detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Pump received with minor scratched lcd window, cracked battery tube threads and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm error. Customer's blood glucose at time of incident was 7.9 mmol/l. It was explained to the customer that backup battery has failed. The customer was advised that we need to prelace pump due to 2 instances every 4 hours and advised to revert to a back up.